Manufacturer narrative:
(B)(4). Manufactured 05/30/2013 ¿ 05/31/2013. The actual device was received for evaluation. A visual inspection and a functional leak test were completed. The visual inspection and leak test did not reveal evidence of a leak. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The device was discovered wet in a beltbag during patient use. The reporter stated the infusor was filled with piperacillin and tazobactam. There was no patient injury or medical intervention associated with this event. No additional information is available.